Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID 8835, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a change in therapy effect with a return of symptoms of increased pain, headache, heartburn and "always has joint pain." The patient had not had a bolus since 11a.m. On (B)(6) 2014. An error code 8286 (empty reservoir alarm occurred) was noted on the personal therapy manager (ptm) about 3 pm and it wouldn't work. The patient was "hurting really bad yesterday from walking around" and had gotten progressively worse since 3 p.m. Yesterday. The patient was "in a good deal of pain right now and reason his voice sounds shaky." The patient has a refill planned for (B)(6) 2014 at 1040 a.m. They had just changed the ptm boluses because he wasn't using as much and stretched it out because he had plenty left over. He was actually not supposed to go in until next monday; but the hcp (healthcare provider) was going to be out of town so they decided to move his appointment up. He used to take oral meds for breakthrough pain before he got the ptm. The pump was delivering dilaudid. The actions/interventions and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.